Event description:
It was reported that the patient presented with noise on the atrial lead. Additional information has been requested, but not received.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
New information received noted the patient was asymptomatic and was seen in clinic. The noise was over-sensed. Additional information was requested, but not received.